Event description:
It was reported that there was a steady decline in impedance from 600-700 ohms in october, 2005, to 252 ohms on february 22, 2006. Pacing and sensing thresholds were stable. It was also reported that the patient's ipg was nearing elective replacement indicators (eri). The ipg and lead were replaced with an ICD and high voltage lead on march 20, 2006. No patient complications have been reported as a result of this event.